Event description:
It was reported to a representative that a patient's oxygen levels decreased following placement on oxygenator. Initial right radial arterial blood gas (abg) drawn 10 minutes after support initiated in the catheter lab showed po2 around 350. Patient then transferred to intensive care unit. On arrival to the intensive care unit, o2 saturation decreased to 80¿s. Right radial abg drawn, po2 58. Post oxygenator abg drawn, po2 62. The perfusionist decided to replace the oxygenator at the bedside. A new oxygenator was primed and spliced in to circuit after removing initial oxygenator, and worked fine for the patient. No patient adverse events were noted. The device history records for the oxygenator and the priming tray were reviewed and no anomalies were seen. The device has been received and product analysis is underway but not complete. No additional information has been received to date.

Event description:
Product analysis was completed for the returned oxygenator. The returned tandemlung had visual evidence of bundle thrombus formation and resistance to flow, however this was likely due to clot formation during shipping. Gas exchange ability cannot be quantified on returned devices. The exact cause of the decrease in oxygenation was unknown and cannot be determined with the information provided. Post oxygenator po2 alone was not sufficient to indicate a device failure. A venous saturation measurement would have been needed to compare the post oxygenator saturation to determine is oxygen is adding oxygen to the blood, which were not taken in this case. No additional or relevant information has been received to date.